Manufacturer narrative:
The problem was confirmed on-site by our field service engineer (fse), the standby valve was replaced and after that functional tests was successfully performed and the compressor unit was returned to service. The standby valve was not returned for investigation. The standby valve shall put the compressor in standby when wall air is connected and shall start to supply compressed air when no wall air is connected. Based on prior investigations, the most probable cause to this failure is a leakage in the valve piston resulting in wrong pressure measurement. However, the true root cause cannot be determined without investigating the standby valve.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the compressor intermittently went into standby mode. There was no patient involvement. (B)(4).